Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was discarded.

Event description:
It was reported the pouch was not sealed, no therefore the device was not used in the patient.